Event description:
It was reported that the investigating a service issue with the tubing in an arctic sun unit and encountered a smell that was chemical and unpleasant. They developed a headache and vomited three times and went to urgent care to get checked out. The service issue was that some units are producing an unpleasant smell. They verified that this smell comes from an interaction of chloramine-t water with the tubing or foam rubber. This piece of tubing was from a unit in the EU. At the time of this incident, it was not installed in a unit and was not being used clinically but rather the tubing was being investigated. No long term impact. Nausea lasted a couple of hours, headache responded to tylenol. It was unknown what medical intervention was provided. Per follow up information received via task on 16mar2026, they could not confirm anything with debugging efforts, but before started to do anything and showed a piece of tubing in a plastic bag that had been shipped to try to identify the odor. They sniffed and found that was smelled like a chemical burn, but it was a very weak smell. It got much stronger when put the section of tubing in fresh chloramine-t. They went on to put the tubing in chloramine-t (not a unit) but did not know what else did. As far as know, these parts were not in any unit on the day that fell ill. They believe they were returned from a unit in the EU but would have those details.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.